Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a ukr procedure, articular surface provisional sz 5 8mm device broke in half length wise when the surgeon was inserting. The device broke during surgery, while inside the patient. There were 2 pieces, nothing was left in the patient. The procedure was completed without delay. It is unknown how the procedure was finished. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the trial has broken into two pieces. Both pieces were returned. The device shows significant signs of wear/ usage. This instrument was manufactured in 2016. A medical investigation conducted and confirms this case reports that a size 5/8mm zuk insert broke during use. The surgeon then placed a size 5/9mm zuk insert, which snapped in half when he extended the knee. The insert was left in place until the cement cured, and then the 2 pieces were removed. Per email correspondence, there were no pieces were left inside the patient, and the procedure was completed without delay. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.